Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lymphoma. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused severe allergies with blood in her nostrils and non hodgkins lymphoma. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on sept 23, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused severe allergies with blood in her nostrils and non hodgkins lymphoma. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device externally and internally, observed broken ui (users interface) knob, the air outlet port had dust like contamination in it. Air inlet had white dust like contamination in it. Pca (printed circuit assembly) had dust like contamination all over the top of it especially near the ui (users interface) knob area. Dust like contamination on the top of the blower box lid and surrounding area. Dust like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust like contamination in it. Air inlet seal had yellowed and had dust like contamination on it. The sound abatement foam was intact and had significant dust like contamination on top of it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was unable to directly address the symptoms outlined in complaint. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation.